Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient completed a manual 2000ml medicated drain due to an infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic for a regularly scheduled appointment (date not provided). During the appointment, pd effluent cultures were obtained. The pdrn did not provide any information as to the reason for collecting a culture sample. No signs or symptoms were reported. The patient was diagnosed with peritonitis and initiated on antibiotics (drug, route, dose, frequency, and duration unknown). The cultures resulted positive for streptococcus group b (no species provided). The cause of the peritonitis was not provided. The patient did not require hospitalization for the event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The patient¿s pd culture was positive for streptococcus group b which commonly live in the gastrointestinal and genital tracts of humans and sometimes the bacteria can invade the body causing certain infections. All dialysis treatments include a risk for infection due to the compromised immune system of dialysis patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient completed a manual 2000ml medicated drain due to an infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic for a regularly scheduled appointment (date not provided). During the appointment, pd effluent cultures were obtained. The pdrn did not provide any information as to the reason for collecting a culture sample. No signs or symptoms were reported. The patient was diagnosed with peritonitis and initiated on antibiotics (drug, route, dose, frequency, and duration unknown). The cultures resulted positive for streptococcus group b (no species provided). The cause of the peritonitis was not provided. The patient did not require hospitalization for the event.